Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was cerebral hemorrhage. The caller stated that the customer had kidney failure that may have led to the customer's passing. The customer¿s blood glucose was over 400 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer was found unresponsive at home as they had a major stroke and they never regained consciousness. The caller declined to return the insulin pump for analysis.